Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h3, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, it is likely that the subject device had leakage by physical stress during user handling and water invaded the device, which caused an abnormality in image sensor unit and the entire image became blurry. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated; due to a sporadic failure, the customer's allegation could not be confirmed but the occurrence was likely. Additional findings are as follows: leakage was found during a leak check on the ground terminal, the insulation on the plastic distal end cover was scratched, dented and the glue was cracked; deep scratches on the bending section cover, the glue on the bending section cover was worn and cracked, the glue was worn on objective and light guide lenses, an intermittent image issue that was resolved after aeration, a pin hole in switch one (1), the nozzle wasn't dry, the insertion tube was discolored, the charge coupled device shield was exposed and and the adhesive cover was dry, the light guide tube was buckled, there was corrosion on the electrical connector, the up angulation was low, there was play as the up/down and right/left knobs were loose, and all labels were lifting. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a blurry image issue while using the evis exera ii gastrointestinal videoscope. The issue was found during preparation for use for a diagnostic procedure, which was completed with a similar device. There was no patient harm associated with the event.